Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a duodenal stent placement procedure performed to relieve a gastric outlet obstruction (goo) in a pancreatic cancer patient on (B)(6) 2010. According to the complainant, the physician advanced the wallstent superstiff guidewire down the endoscope and positioned in the duodenum. A wallflex duodenal stent was then passed over the guidewire with no resistance. After passing the stent over the guidewire, the physician noted that the distal tip of the guidewire had detached and the coating of the hydrophilic tip was frayed and the inner metal wire was exposed. Both the stent system and guidewire were removed from the patient. Biopsy forceps were used to successfully extract the distal tip and all fragments of the guidewire coating that had detached inside the patient. The procedure was aborted and the patient was hospitalized and fed through IV. The procedure was successfully completed two days later with the same stent, but a new guidewire. There were no patient complications as a result of this event and the patient is reported to be doing well.

Manufacturer narrative:
(B)(4) - medical inervention required. The complainant indicated that the device has been discarded, will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.